Event description:
It was reported that the implant labels are missing. The problem was noticed after the surgery/ treatment. There was no harm or adverse event for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. A trend was identified for this reported event for the ar-1778p-cp batch 11360087 and, as a result, a part was pulled from inventory. The implant system was opened and no patient labels were present in the packaging. Per the bom and lcn0046068 for part ar-1778p-cp batch 11360087 there are to be patient labels present in the packaging. Ncr-16438 was initiated to address the nonconformance.